Manufacturer narrative:
A visual assessment of the zero tip basket pouch was performed, and it was found out that there was a hole in the tyvek side of the pouch that measured approximately 7mm long and 2mm wide. The hole penetrated the sterile barrier. Black marks were present on the back of the tyvek side of the pouch. The markings were consistent with the pouch being rubbed onto something. The device itself was not returned. During manufacturing, the packaged devices are 100% inspected for integrity. Most likely, the defects identified were due to some aspect of handling the device prior to use. Therefore, the most probable root cause for the complaint is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found that the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01921 for the first zero tip stone retrieval basket and manufacturer report# 3005099803-2015-01922 for the second zero tip&#10259;tone retrieval basket. It was reported to boston scientific corporation that two zero tip stone retrieval baskets were used in the kidney during a percutaneous nephrolithotomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 1cm kidney stone was grasped and when the physician attempted to release the stone, it failed. They cut the distal end of the sheath to release the basket from the device and the basket was pulled out entirely from the patient. A second basket was used; however, the outer packaging had a burned hole and the sterile package barrier was damaged. The procedure was completed with a third zero tip&#10259;tone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01921 for the first zero tip¿ stone retrieval basket and manufacturer report# 3005099803-2015-01922 for the second zero tip¿ stone retrieval basket it was reported to boston scientific corporation that two zero tip¿ stone retrieval baskets were used in the kidney during a percutaneous nephrolithotomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 1cm kidney stone was grasped and when the physician attempted to release the stone, it failed. They cut the distal end of the sheath to release the basket from the device and the basket was pulled out entirely from the patient. A second basket was used; however, the outer packaging had a burned hole and the sterile package barrier was damaged. The procedure was completed with a third zero tip¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.